Manufacturer narrative:
Follow-up #1 date of submission 03/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the symbols on the keypad cover were observed to be worn; however, no damage was found. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no internal damage was observed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two places. Additionally, the bolus button cover was damaged; however, the button responded properly to user presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.